Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: synergy ous mr 3.00 x 38 mm stent delivery system (sds) catheter was returned for analysis. A visual examination of the stent found that the distal stent struts were stretched distally over the distal tip. An undamaged section of the crimped stent outer diameter (od) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination identified damage to the distal edge of the tip. A visual and tactile examination of the hypotube identified multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer lumen and mid-shaft section found no issues. A visual examination of the inner lumen identified damage at 139.3cm distal from the distal end of the strain relief. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28aug2019. It was reported that crossing difficulty was encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery, a 3.00mm x 38mm synergy drug eluting stent was advanced to treat, but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.